Event description:
Reporter alleged after family member obtained higher blood glucose monitoring results (270-350 mg/dl); they passed out, was transported to the hosp, and given a glucose IV in the ambulance. Reporter stated family member's glucose was 316 mg/dl the night prior and passed out around 6:00; however did not indicate whether it was am or pm. Reporter stated family member called emergency medical technician (emt's) and their glucose device result was 50 mg/dl. Reporter indicated family member was transported to the hosp by ambulance while being treated with a glucose IV. Reporter stated hosp treated family member with food until glucose was over 100 mg/dl. Reporter stated a lab result was obtained but did not have the value for it. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.